Event description:
It was reported a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. The device was confirmed to have met position, anchor, size and seal (pass) criteria at release with no leaks. The patient was discharged. On (B)(6) 2025, the implanting physician reported that they were notified that the patient had been admitted to another facility due to a stroke. The exact date or how the stroke was diagnosed was not known/provided. A transesophageal echocardiography (tee) had been performed, and it was noted there was a small 2mm leak. No thrombus was present, and the closure device was reported to be well seated. No further information was provided.